Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a failed leak test and puncture on the cable. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure: it is likely no image was due to a faulty cable unit and the failed leak test was due to kinks and puncture on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device did not show image on the screen. The event occurred during preparation for a cystoscopy procedure with no surgical delay. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device did not show image on the screen. The event occurred during preparation for a cystoscopy procedure with no surgical delay. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.